Event description:
It was reported that a non-dependent patients lead was capped and replaced due to low r-wave sensing. Patient was fine after procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.